Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that during a procedure of the mildly tortuous, heavily calcified, concentric, 90% stenosed, proximal left anterior descending (lad) artery, after non-abbott stent implantation, the 3.5 x 8 mm nc trek balloon dilatation catheter (bdc) crossed the lesion for post-dilatation. The first dilatation was at 10 atmosphere (atm); however, during the second inflation at 12 atm for 10 seconds, the balloon ruptured. There was no reported adverse patient effect. A different 3.0 x 8 mm nc trek bdc was used without issue to complete the procedure. There was no reported clinically significant delay in the procedure. No additional information was provided.